Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator exhibited loss of defibrillation therapy for a slow ventricular tachycardia episode. As a resolution medication was prescribed. The patient condition was unknown.